Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from (B)(6): this is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. The nurse reported that after recently starting extraneal, the patient experienced peritonitis. On (B)(6) 2011, extraneal was introduced to the peritoneal dialysis (pd) regimen, 1.8 liters last fill daily ip for capd and apd. On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by vague belly pain and cloudy effluent. The patient was treated one day with cefazolin. On (B)(6) 2011, cefazolin was discontinued and treatment with ceftazidime and fortaz was started. On an unreported date in (B)(6) 2011, extraneal was discontinued. At the time of this report, the bacterial peritonitis was resolving and remedial treatment was ongoing. Dianeal pd4 ambuflex and dianeal pd4 ultrabag remained ongoing. The reporter verified there was no break in aseptic technique, however the patient was re-educated. The root cause of the bacterial peritonitis was unknown. The nurse believed the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex, however the nurse stated it was co-incidental that the patient developed peritonitis after starting extraneal therapy, therefore the solution was discontinued.